Event description:
The reporter stated that the product was implanted during a surgical procedure at a date after its label expiration date.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported information.